Manufacturer narrative:
Submit date: 12/14/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 12/08/2016 that a customer had an issue with a safety needle. The customer states that the needle fits onto the syringe but there is frothing where the needle connects to the syringe. This is causing air to come into the syringe.